Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) underwent defibrillation threshold (dft) testing. This was the patient's second dft test attempt. Both tests were unsuccessful in inducing a ventricular arrhythmia. The ICD is located in the patient's abdominal region and the right ventricular (rv) shocking coil lead is located behind the heart. In addition, the patient also has non-boston scientific epicardial pace/sense right atrial (ra) and right ventricular (rv) leads. Technical services (ts) was consulted and offered troubleshooting options. Further troubleshooting was recommended. The device system remains in service at this time. No additional adverse patient effects were reported.